Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. Initial reporter - the article was written by adolph v. Lombardi jr., keith r. Berend, brian e. Seng, ian c. Clarke and joanne b. Adams.

Event description:
Information was received based on the journal article, delta ceramic- on-alumina ceramic articulation in primary tha (total hip arthroplasty)." The aim of the article is to analyze data retrieved from a randomized FDA - ide study. The survival, harris hip scores, and osteolysis and component migration with new ceramic-on-ceramic bearing and a ceramic-on-polyethylene bearing was examined. The minimum follow-up time for the study was 24 months. The article reported an average hhs score for the control group (ceramic-on-polyethylene articulation) of 92 with a range of 49-100 postoperatively.